Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl and 700 mg/dl. Customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer treated for high blood glucose with manual injection and insulin drip. The insulin pump seems to be not working and not giving insulin delivery. The customer stated that they were not using the auto mode feature. The customer also stated that infusion set had air bubbles of soda pop or champagne size. The insulin pump and reservoir will not be returned for analysis.